Manufacturer narrative:
This report is submitted on august 24, 2021

Event description:
Per the surgeon, the patient experienced skin necrosis at the magnet site which was successfully treated with topical antibiotics and steroids.